Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. The data presented timeouts, but these corrected themselves and did not affect the priming sequence. Score marks were observed on the top housing, and the linkage assembly rivet was observed to be misshapened. This damage on the linkage assembly interfered with the top housing. The delayed deployment of the needle can be attributed to the damage on the linkage assembly.